Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue. The device evaluation is in process. The results will be provided in a supplemental report.

Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens. During surgery, the capsular bag tore and required intervention to remove and replace the iol with a different lens model.